Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. It was confirmed this lead met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of {insert name of primary code} was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead had damaged insulation. During a routine device replacement to address normal battery depletion, the physician observed that the insulation of the lead exhibited damage at the proximal end, specifically at the junction where the white boot sleeve met the clearer section of the insulation. Despite this finding, the device had not recorded any episodes of noise, and electrical measurements, including impedance, remained stable. Given that the patient was only 50% paced, the physician decided to connect the replacement device to the implanted lead and supplied the patient with a home monitoring system to closely monitor the performance of the lead. This lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had damaged insulation. During a routine device replacement to address normal battery depletion, the physician observed that the insulation of the lead exhibited damage at the proximal end, specifically at the junction where the white boot sleeve met the clearer section of the insulation. Despite this finding, the device had not recorded any episodes of noise, and electrical measurements, including impedance, remained stable. Given that the patient was only 50% paced, the physician decided to connect the replacement device to the implanted lead and supplied the patient with a home monitoring system to closely monitor the performance of the lead. This lead remains in service and no adverse patient effects were reported.